Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of ketoacidosis. The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, an adverse event had occurred. The patient stated that she had went into diabetic ketoacidosis (dka). The patient stated that she started speaking 'nonsense' at her mother's house. The patient stated that a member of the family called the ambulance. The patient was unsure of exact details and stated that her memory of events is very hazy due to dka. The patient reported that sedation was necessary and that her system had to be flushed of carbon. When admitted to the hospital, her bg reading was 1160mg/dl. The patient was hospitalized and released on (B)(6). No product defects or failures were alleged. At time of contact the patient's condition was fine. No additional event or patient information is available.